Event description:
35 volt failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 25sep2019. The manufacturer¿s service technician confirmed the reported e-111b error (35 volt failure) issue. The manufacturer¿s service technician replaced the power management pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
35 volt failure. There was no patient involvement.